Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia and insulin pump alleging possible under delivery. The customer blood glucose level was 500 mg/dl at the time of incident. Customer stated reason for under delivery was recently rode an airplane and under the impression. Customer performed displacement test and it was passed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection for high blood glucose. Customer reported they contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer stated insulin did exit at the quick release. Customer reported that the insulin pump was not on auto mode at the time of incident. The customer stated that the cannula was not bent. The device will be returned for analysis.